Event description:
It has been reported that a revision surgery was performed due to loosening of the tibial base. The implant duration was approx three years. No additional info is available at this time.

Manufacturer narrative:
Na.